Manufacturer narrative:
(B)(4). This article can be accessed online at http://thejns.org/doi/pdf/10.3171/2009.10.jns09917.

Event description:
Literature: umemura a, oka y, ohkita k, yamawaki t, yamada k. Effect of subthalamic deep brain stimulation on postural abnormality in parkinson disease. J neurosurg. Jun 2010;112(6):1283-1288. Summary: this article discussed the effects of subthalamic nucleus deep brain stimulation (stn-dbs) on postural abnormalities in 18 pts with parkinson's disease. The pts received bilateral implantation for motor complications for levodopa between (B)(6) 2003 and (B)(6) 2007. Eight pts had camptocormia (bent spine) and 10 pts had pisa-syndrome (lateral flexion). The authors found that moderate rather than several postural abnormality tended to improve in the early stage after stn-dbs surgery. Reportable event: one (B)(6) female pt with pisa-syndrome experienced severe skin erosion at the site of the internal pulse generator and underwent surgical repair. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.